Event description:
Event description cpi received information that during the attempted implant of this ventak mini implantable cardioverter defibrillator (ICD), a message was displayed that indicated it shocked into a low impedance output. Four subsequent tests were completed and then a full energy shock again displayed the message that there was a shock into a low impedance output. The physician elected not to implant the ICD and to cap the transvenous defibrillation lead, model 0063 sn 002608.